Event description:
An initial MDR regarding this case was filed 15-aug-2023 (report number 3016798778-2023-00038). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) show it was paired to pump (B)(6) , which was not returned for investigation. On the day prior to the day of the complaint, the system generated an occlusion alarm. Logs leading up to this alarm are consistent with real occlusion-like behavior. No signs of sticking were seen during the investigation. The system also generated cassette depleted alarms, which are consistent with the pump not being able to fill the pump chamber. No issue was found with the remote, and no further investigation is possible. Logs from remote (B)(6) (paired with pump (B)(6) show that the system generated pump failure alarms. During investigation, the pump failure alarm was reproduced. The pump was disassembled and a hardware failure was observed to be the cause of the alarms. No further investigation is possible. Both systems functioned within specification because they alarmed accurately and entered a failsafe state after alarming.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient was in the emergency room due to reported pump failures. Replacement supplies were sent to the hospital to restart remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.